Manufacturer narrative:
(B)(4). Results: inspection of the product revealed the pt access window side right zipper slider body is open. Also one element is missing and window side left has a five inch tear. Note: posey instructions for use has a warning statement never try to rip a panel open as they may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the pt's bedside's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. (B)(4).

Event description:
Customer reported that the right panel has a tear on the netting that measures five inches. There was no pt incident or injury reported.